Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom, system error 345, was verified through the history log. Utilizing swi 105-001, the evaluator determined that the cause was the force sensor flex not fully seated into the I/o board. The force sensor flex was reconnected. The event history log (ehl) review was performed and confirmed multiple events of system error 345. The device history record review did not identify any issues during manufacturing of the device that may be related to the current complaint. No additional investigation is required for this complaint; therefore the complaint will be trended through aggregate complaint data and analyzed to assess for further action as needed. Would additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.